Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were applied to cystic duct and it was noted there was a gap. Clips could be slid up and down cystic duct. This happened with second device of same product code as well. The customer said nothing unusual was noticed when firing device. They only noticed there was a gap in clips after firing. An el5ml was used to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed eight clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.